Manufacturer narrative:
Additional information provided on 2/20/2020. The patient was prescribed antibiotics (flucloxacillin 500mg) to be taken 4 times a day for 9 days.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Changing your pod 3 / page 24. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Changing your pod 3 / page 34. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes 11 / page 117. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that after wearing the pod on the arm between 1 and 4 hours, the site was painful, infected with a stinging sensation. The patient visited the doctor at the hospital who prescribed a 10 day course of antibiotics (name not specified).

Manufacturer narrative:
The returned device was evaluated. Fluid path was tested and no issues were found with fluid path or components. No damages or defects were found that would have contributed to the reported infection. Device was able to successfully deliver insulin without concern, and download data showed no signs of struggle or pulse width increases. Cause of the reported skin infection could not be determined.